Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s. The xience v referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a mildly tortuous, concentric, 89% stenosed proximal to 70% stenosed distal left anterior descending coronary artery procedure, the whisper guide wire and voyager balloon dilatation catheter successfully crossed the lesion and pre-dilated a 3.0 x 48 mm xience xpedition stent and an additional 3.5 x 28 mm xience v stent was implanted over the previous stent. Post dilatation was performed with a non-identified balloon. The patient then developed chest pain and died. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
Additional information: during post dilatation of the overlapping stents with a non-identified balloon a dissection occurred. Before the dissection could be treated the patient died. The cause of death was reported as the dissection. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina, dissection, and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.